Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital after receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD). Interrogation of device revealed, under-sensing. A request was made to have data from this device analyzed. Technical service advised at this time they are unable to analysis device data, as nothing has been submitted. Several request for information to be sent have been completed, with no information. The device remains implanted. No adverse patient effects were reported.